Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated they had already cycled the power off and on and got system error 2367 occurred, the technical service representative (tsr) explained reasons for alarm but was unable to determine what caused the alarm. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were used and was connected after prime, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The tsr advised the hp to dispose of current supplies and start over with all new supplies. Baxter product surveillance contacted the hp (B)(6) 2012 the regarding reported problem. The hp stated they started over with new supplies, and they were able to resume with therapy as normal. The hp stated the alarm was caused by them. The hp stated that they connected before prime, so they were connected when the prime happened. The hp stated that they have been more cautious about the therapy steps and has been making sure the line is primed before they connect. The hp stated that there were no problems with the supplies, and they do not have samples. The hp stated they did talk to their nurse but cannot remember if they mentioned anything in particular about the alarm. The hp stated they did not need any medical intervention due to the alarm, and they are doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the home patient (hp) was connected during priming which is use error. The label review found the patient at home guide to be adequate for the use error in this incident.